Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of (B)(4) 2015, there has been no response from the user facility. (B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device and was unable to reproduce/verify the reported event. The field service representative ran the device through a complete calibration & checkout per the service manual. Upon completion the device was returned to the user facility¿s control ready to be placed back into service.

Event description:
A user facility representative reported that while in use on a patient the device's touch screen went into a frozen mode (unresponsive to touch) and the device did not continue to ventilate the patient. There was no report of harm to the patient.